Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found a loose dual resolution dilutor for the reagent and adjusted it. The cse also performed preventive maintenance. The cause of the discordant, false negative hcg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.